Event description:
The patient had pre-existing primary open-angle glaucoma (poag) and two (2) istents were implanted in the patient's right eye. Two months postoperatively the patient presented with bilateral acute (moderate) anterior uveitis, left eye more than right eye. The following medications were administered to treat the uveitis: prednisolone acetate 1% 4-6 times per day (tapering regimen) and cyclopentolate. Additional information was obtained indicating that the uveitis has settled down in both eyes. The patient's intraocular pressure remains uncontrolled on medication (patient had pre-existing poag) and he is on the waiting list to have a trabeculectomy with mitomycin c soon.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. The published literature was reviewed and there was one report of recurrent uveitis due to sildenafil usage in a patient with behcet's disease. [Isik m, kilic l, dogan I. Recurrent uveitis due to sildenafil usage in a patient with behcet's disease. Rheumatol int. 2013;33:803.] Although the patient's medical history did not include behcet's disease, sildenafil usage may have been a confounding factor. Because the severity of the uveitis was milder in the implanted eye, the device is not suspected as a primary causative agent, however, it cannot be ruled out as a possible contributing factor. Up to 50% of uveitis cases are idiopathic in origin. Uveitis/iritis are listed as potential adverse events in the device labeling and are considered known inherent risks of cataract and glaucoma stent surgery. (B)(4). Refer to MDR #2032546-2013-00011 for the report involving the second istent implanted in the same eye.